Event description:
It was observed that during the device evaluation, the subject device exhibited a ¿power supply unit failure¿. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the power turns off automatically after a certain period of time after the power is turned on is caused by a failure of the power supply unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: power supply unit failure a root cause could not be identified. Based on the results of the investigation, it is caused by the component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.